Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed hgh resistance/impedance. High battery impedance led to elective replacement indicator (eri). Battery depletion indicated/eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the device had high battery impedance and reached eri (elective replacement indicator) in less than five years. The device was explanted and replaced. No patient complications have been reported as a result of this event.